Manufacturer narrative:
Medical records were received and reviewed by the manufacturer. This is a patient with a history of esrd on home peritoneal dialysis using the liberty cycler. Reportedly, the patient suffered an event of uncomplicated peritonitis and was treated as an outpatient. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. This event of peritonitis may have resulted from user error. The device has been received and is undergoing analysis. A plant investigation is in progress and a supplemental report will be submitted upon completion.

Event description:
The program manager for the patient's peritoneal dialysis (pd) clinic reported the patient was diagnosed with peritonitis on (B)(6) 2014. She was treated with intraperitoneal antibiotics (ip) for four weeks and did not require hospitalization. She was reportedly non-compliant with using the ip antibiotics as directed and had a relapse of the same infection some time in april, but she eventually completed the antibiotic course and is fine now. There had been no reported fluid leaks during treatment prior to the infection; the patient admitted to not wearing a mask during pd therapy.